Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented a couple of times in clinic due to multiple inappropriate atp and shock therapies. The patient was stable. The device was reprogrammed, and the patient's medication was increased.